Event description:
A malfunction on a pump was reported by a customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if any issues reoccur.